Event description:
It was reported that the distal sheath incorrectly positioned, increasing the diameter of the tube and preventing it from entering the resector. The issue was found during reprocessing. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.